Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. A suspected biofilm was found on (B)(6) 2022. The customer confirmed the presence of a biofilm with microbiological results on (B)(6) 2022. The scope was treated twice with enzioure, but the biofilm remained. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was repaired by a third-party repair company. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sep 28, 2022 sampling from: all channels. Cfu: >100cfu. Bacterial identification: gram positive bacteria. After reprocessing according to the device instructions for use (IFU)oct 13, 2022 sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where multiple defects were noted including: bending section rubber --- leak, key top 1 --- incised, cuts , light guide rod lens (3x) --- cracked , charged coupled device cover lens --- cracked , distal end , insertion tube and protector third party repaired (tprc), no 1-4 button and no 5 button tprc, light guide tube tprc, scope connector cover --- corroded, angulation low , coil pipe plate bent , insulation at the distal end failed . These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.